Event description:
During set-up for a cardiopulmonary bypass procedure, it was reported that there was an intermittent connection issue with the cardioplegia monitor. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.